Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that approximately two months after implant, this pacemaker was explanted due to premature battery depletion. A new device was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The device was put through and passed the returned product test, which involved a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Review of the memory noted no suspicious fault codes or resets. The premature battery depletion allegation was not confirmed.

Event description:
It was reported that approximately two months after implant, this pacemaker was explanted due to premature battery depletion. A new device was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.